Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. It is unknown if the ipg depleted prematurely. Next course of action is undetermined at this time.